Manufacturer narrative:
Additional information: initial reporter was updated to (B)(6). The pcba was returned for analysis. Functional testing found that the component was malfunctioning causing the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera cart of the navigation system cycled the pcoip screen while starting up the navigation system. There was no patient present when this issue was identified. No additional information was provided.